Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." And under possible adverse effects number 15 states, "interoperative or postoperative bone fracture and/or protocooperative pain."

Event description:
It was reported patient underwent primary vanguard total knee arthroplasty on (B)(6), 2010. Subsequently, patient was revised (B)(6), 2012, due to tibial component loosening with tibial hot spot observed on bone scan.